Manufacturer narrative:
Additional narrative: the patient underwent mesh removal surgery on (B)(6) 2009 due to recurrent urinary tract infections, pain, incontinence, leakage and mesh erosion. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent cystoscopy to excise retained prolene tape on (B)(6) 2003.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2003. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, infection, urinary problems, dyspareunia and the need to use cipro prior to intercourse to prevent infections. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient underwent cystoscopy, lithopexy, laparascopic partial cystectomy and removal of retained mesh on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.